Manufacturer narrative:
Date sent to the FDA: 10/06/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted several loops of small bowel and omentum were adhered to the previous mesh. It was reported that the patient experienced adhesions, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.